Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. The reported event may be related to inappropriate accessories used or insufficient flushing of the device. Rough handling of the device especially during unpacking or preparation also may contribute to the reported event as this can lead to device damage and subsequent friction increase. On the basis of the information available and as no sample was returned, a definite root cause for the reported event could not be determined. The IFU states that the delivery system must be flushed with sterile saline. Furthermore, the IFU states: "visually inspect the bard lifestar vascular stent system to verify that the device has not been damaged due to shipping or improper storage. Do not use damaged equipment." Also the IFU states: "the bard lifestar vascular stent system is only compatible with a 0.035 inch (0.89 mm) guide wire." And "the 6 f delivery system requires a minimum 8 f guiding catheter, or a minimum 6 f introducer sheath."

Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide further patient details. Not returned.

Event description:
It was reported that post deployment of the stent in the external iliac crest, during retraction the delivery system became stuck and the catheter detached from the device. There were some difficulties in retracting the delivery system from the patient. No patient injury was reported.